Event description:
A report was received that the patient was experiencing headache due to a dura tear during an implant procedure. The patient was given a blood patch and the headache was reportedly gone.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm.